Manufacturer narrative:
(B)(4). List of associated devices: femoral head +3.5x28mm dia, reference 00-8018-028-03, batch 64482571. Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a revision surgery was required for hip dislocation between the head and the avantage dual mobility liner. A new liner and head were implanted. It can be noticed that the surgical technique for the primary procedure was followed by a surgeon who uses many avantage per year (50+).

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Received x-ray showed that the head was outside the inlay and the cup which confirmed the dislocation. Nothing abnormal has been noticed which could explain the dislocation. The product was returned and lab analysis was performed. The product analysis shows that the product was received intact with just trace of impaction on the top of the product. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the instruction for use of the avantage brand shows that the head used with the inlay was compatible. However, the compatibility with the stem and the cup could not be reviewed since no information has been received regarding these devices. A complaint extract was done regarding revision due to dislocation: 1 complaint (1 product), this one included, has been recorded on avantage inlay size 54 ø 28, reference (B)(4), from january 01, 2018 to june 14, 2021. 1 complaint (1 product), this one included, has been recorded on avantage inlay size 54 ø 28, reference (B)(4), batch 0001459670. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. A summary of the investigation has been transmitted to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a revision surgery was required for hip dislocation between the head and the avantage dual mobility liner. A new liner and head were implanted. It can be noticed that the surgical technique for the primary procedure was followed by a surgeon who uses many avantage per year.